Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced low flow alarms at home. The pt was evaluated in clinic and subsequently admitted to the hospital for potential thrombus of the lvad pump. Of concern is an increase in serum lactate dehydrogenase levels from a baseline of 188 u/l on (B)(6) 2012, four days post-implant to a peak value of 614 u/l on (B)(6) 2014 and elevated plasma free hemoglobin to a high of 17.5 mg/dl from a baseline of 2.8 mg/dl over a three week time span. At the time of admission, the pt had a sub-therapeutic inr of 1.6 and was immediately anti-coagulated with continuous intravenous infusion of unfractioned heparin and aspirin dosage was increased to 325 ms daily. The pt was volume repleted with intravenous normal saline and a reduction of serum lactate dehydrogenase (ldh) to 475 u/l was observed. Brain natriuretic peptide (bnp) is evaluated to 485 pg/ml from a baseline of 351 pg/ml (ref: 0-100 pg/ml) which is somewhat disproportionate to the observed increase in ldh. Physical exam reveals palpable peripheral pulses, but no signs of decompensating heart failure. Systemic blood pressure is well controlled with a doppler occlusive pressure consistently between 65 and 70 mmhg. Deviations in all pump parameters except the fixed operating speed have been observed and despite being within the normal operating parameter for the pump, an elevation in pulse index to 9.8 is of particular concern at this time. Presently, the pt is stable and has not required initiation of vasoactive or inotropic medications. A 2-d surface echo with ramp study is scheduled. The pt was re-admitted (B)(6) 2014 and has been listed on the 1a transplant list.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.